Event description:
It was reported that an intra-aortic balloon (iab) had been placed several days prior to a thoracic endovascular aortic repair (tevar) that was needed due to a small aortic rupture. A new iab was then inserted post-tevar. The customer called to report that earlier in the evening, the patient stated that he heard a ¿strange noise coming from his chest¿, which could be audibly heard and auscultated by the resident and other staff. They had never heard of this and wanted to get a second opinion on what it could be. They verified that there was no blood in the helium tubing and that all connections were appropriate and secure. The patient¿s hemodynamics were stable and the pump was augmenting and functioning appropriately. The getinge representative reviewed the contraindications for counter-pulsation therapy. It was explained that from a device standpoint, as long as there were no pump changes, no blood in the helium tubing, no sudden drops in augmentation, and no alarms, that the device was working as it should. The customer had verified all of these aspects. There was no patient harm or adverse event reported this report is for the 2nd iab used. A separate report has been submitted for the 1st iab under mfg report number 2248146-2023-00540.

Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).